Event description:
It was reported that post implantation of an im nail, a patient was brought to the or for revision surgery of an im nail of her femur. Original surgery was done at a different hospital by a different doctor back in (B)(6) 2014. Original surgery was a femur fx and was repaired with a long tfn. Patient fell on it last week and fractured in the distal third of her femur and she broke the distal interlocking screw in the nail. This nail was removed as well as the helical blade, and one unknown 5.0 locking screw that was broken right in the middle of the screw. No size or lot # is able to be retrieved. The removal of the broken screw went smoothly, as well as the removal of the nail and helical blade. Patient status outcome was good. The surgeon revised with a larger nail and the surgery was successfully completed without delay and/or additional medical/surgical intervention. This report is 1 of 3 for com- (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Original implant date unknown, reported sometime in (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.